Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the afternoon of (B)(6) 2026, the doctor replaced the patient bladder foley catheter. On the morning of (B)(6) 2026, the nurse discovered that the catheter balloon had ruptured and the tube had slipped out. They immediately reported that to the doctor, who reinserted the catheter. No other damage was caused.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). A review of the device labelling has been conducted for investigation purposed. The DHR review could not be performed without a lot number. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the afternoon of (B)(6) 2026, the doctor replaced the patient bladder foley catheter. On the morning of (B)(6) 2026, the nurse discovered that the catheter balloon had ruptured and the tube had slipped out. They immediately reported that to the doctor, who reinserted the catheter. No other damage was caused.